Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 60 mg/dl at the time of the call. The customer was given juice to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer's parent declined. The customer's parent was interested in a watch that can monitor sensor glucose as their sensors hurt. The insulin pump will not be returned for analysis.